Event description:
The rptr is calling to report on a sterilizer for endoscopes. When the rptr went to retrieve the instrument from the sterilizer, she read the printout which indicated the cycle was complete; however, when removing the endoscope, she noticed that the cidex had not pumped up into the chamber as intended. This failure left the instrument unsterile when the printout indicated the cycle was complete. To the best of the rptr's knowledge, no pts have been involved. She immediately called for the machine to be repaired. The machine has already been repaired. The problem was a "blown" fuse. The rptr feels this situation requires immediate attention since a very real possibility exists of using unsterile instruments or a pt if this situation were to recur.